Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 1100 mg/dl. For treatment, the patient was placed in the intensive care unit (ICU) and was put on a intravenous (IV). The patient was given lantus at 15 units per day and humalog at 80 units per day. The patient was also prescribed carvedilol of 3.125 mg to be taken 2 times a day and amoxicillin of 500 mg to be taken 3 times a day. The patient also reported the following health issues: ischemia of myocardium, metabolic acidosis, hyperkalemia, systematic inflammatory response syndrome, acute kidney injury, acute anemia, hypertension and increased blood sugar. The pod was worn between 36 and 48 hours on the leg and was removed and discarded at the hospital.